Event description:
It was reported that a patient with a ventricular assist device (vad) experienced fatigue and was found to have suspected thrombus or device thrombosis/embolism. The patient had elevated lactate dehydrogenase (ldh) levels of 1000 and an international normalized ratio (inr) of 2.5. It was also reported that the vad exhibited above normal power.  The patient was treated with thrombolytic therapy and lyse therapy, which resulted in the patient's flow and power values returning to normal. The patient also reported an existing headache, which was not related to the lyse therapy, and there were no symptoms of bleeding.  The vad remains in use.

Manufacturer narrative:
### Investigation of this event is pending and a supplemental report will be sent upon its completion. D4: UDI information is unable to be obtained as the product was distributed outside of the united states and d4 UDI is therefore blank. ### medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that after a stable period of the flow and power since seven days a small increased could be seen up to 81/min with corresponding power increase. It was also reported that the thrombus could not be confirmed, due to the impossibility to detect foreign structures with a cardiac sonography. No special treatment was administered for the headache. The patient claimed to have had them days before, and during the hospital stay, the headaches got better and were no longer complained about.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation as it remains in use. Review of the manufacturing docume ntation confirmed that the associated device met all requirements for release. Log file analysis revealed a gradual increase in power consumption and estimated flows throughout the analyzed period, leading to parameters above normal operating range. The alarm log file associated with (B)(6) was not available for analysis. Of note, information provided by the site indicated that the patient was treated with lysis therapy and thrombolytic therapy. As a result, the reported high-power event was confirmed. The reported thrombus event could not be confirmed due to insufficient evidence. Based on the available information, the device may have caused or contributed to the reported event. Based on the available information and historical review of similar events, the most likely root cause of the high-power event can be attributed to external factors such as thrombus formation/ingestion. Per the instructions for use, thrombus is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of thrombus events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications, and the patient's complex post-operative course. There are possible patient, pharmacological, and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.